Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 999 occurred on the system. The customer stated that a hard reboot was attempted before contacting support; however, the error persisted after the system powered back on. Log review indicated a 311 golden image error. There was no report of patient involvement or patient injury.